Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high and low blood glucose levels. The customer's wife states the customer's sensor reading was 71mg/dl, but their blood glucose reading was 47mg/dl. It was reported that the customer disconnected the pump and treated. It was reported that the customer had bent cannula due to set being caught then trying to insert and bending. It was reported that the set would be replaced.